Event description:
Litigation papers allege the patient suffered pain and discomfort, the formation of metallosis and pseudotumors that have damaged bone and tissue surrounding the implant, stiffness, inflammation, chromium and cobalt metal toxicity, lack of mobility, and the need for revision surgery. Update: ((B)(6) 2013) - patient fact sheet was received. The part/lot numbers have been updated. There is no new information that would change the outcome of the investigation. Update: medical records received (B)(6) 2013. Revision operative report indicates the following: pain; loose stem; elevated cobalt and chromium level; abundant hip effusion; black corrosion type material at the junction of the cobalt chrome head and cobalt chrome morse taper. Adapter sleeve and femoral stem added to complaint.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.